Event description:
The customer reported the battery was falling out. The customer noted they were using non philips batteries. No pt involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported the battery was falling out. The customer noted they were using non philips batteries. No pt involvement was reported. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.